Event description:
The reporter stated the surgeon implanted an implantable collamer lens in the pt's right eye in 2006. A cataract has since developed and the pt has experienced monocular diplopia and poor/double vision. The lens remains implanted.